Manufacturer narrative:
Patient stated u500 insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with u100 insulin. This user warning is in the applicable labeling as referenced below: omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, introduction / page x. Warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®/novorapid®, humalog®, or apidra®. Novolog® is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod. Additionally, we provide information and warnings as referenced below: omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed because no product lot number was reported.

Event description:
Customer reported blood glucose was in the 400s mg/dl and reached in the 600s mg/dl when he got to the hospital. He was taken off the pod, given an insulin drip, and given fluids to rehydrate. The pod was worn between 4 and 24 hours; it was disposed of at the hospital. The patient also reported using u500 humolog insulin in the pod.